Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver was opened, ui pcba was detached and the receiver log was downloaded. A review of the receiver log found that the receiver "user" shutdown followed by receiver perpetually rebooting was observed in log. Receiver functional test was attempted and was not able to perform. The reported event of initializing screen without manual restart was not confirmed because receiver "user" shutdown followed by receiver perpetually rebooting. A root cause could not be determined.